Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The caller confirmed that the pump was not bumped, dropped, or exposed to moisture. However, the drive support cap was found to be sticking out. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratches on display window, cracked battery tube threads, cracked reservoir tub lip and missing end cap sticker. Unable to prime during prime test due to loose/protruded drive support disk. No prime alarm noted.